Manufacturer narrative:
Calibration and qc were acceptable. No relevant alarms were observed on the alarm trace data. The customer changed their calibrator lot and they had no further issues. No instrument issues were identified. The investigation determined the event was consistent with a calibrator handling or storage issue at the customer site. The investigation did not identify a product problem.

Manufacturer narrative:
The iron2 reagent lot number was 815197 with an expiration date of 31-jul-2025.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for iron gen.2 (iron2) on a cobas integra 400 plus analyzer. Based on the data provided, discrepant results were identified for another patient sample (patient 2). Patient 1 initial result was 5 ug/dl. The sample was sent to another laboratory where the result from a spectrophotometric method was 39.71 ug/dl. The questionable result was not reported outside of the laboratory. The repeat result was believed to be correct. Patient 2 initial result was 4.3 ug/dl. The sample was sent to another laboratory where the result from a spectrophotometric method was 34.17 ug/dl.